Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit rebooted, and case resumed. There was no patient injury.

Manufacturer narrative:
The issue resolved when the end user rebooted the unit. Block a1, a2, and a4 information not available. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3.